Event description:
Healthcare professional reported right side implant exchange from textured to smooth due to the concerns of the product and a right side capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side implant exchange from textured to smooth due to the concerns of the product and a right side capsular contracture, baker grade iii/IV. Device has been explanted.